Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the anastomosis got incomplete at the 1st-2nd post op day. During the procedure the user performed a leakage test and everything was ok. Attempts are being made to obtain the following information. The affiliate has stated that no additional information is available. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Is the device available for return? What were the indications for the primary procedure? Who fired the device? What is the users experience with the device? Was audible or tactile feedback experienced when firing the device? Were there any device performance issues in the initial procedure? Were there any staple formation issues in the initial procedure? Were there staples seen in the surgical field in the initial procedure? What medical evaluation was used to determine the re-operation? What specifically was found in the re-operation? Were there staples missing from the staple line? What part of the anastomosis was the leak found? How was the leak addressed in the second operation? Where within the green firing range/compression was the device fired? Would the surgeon be interested in speaking with an engineer regarding the recent event?

Event description:
It was reported that following a laparoscopic sigma procedure, "anastomosis got incomplete after a few days. Closing the instrument was very easily without any feedback, re-operation. No further information is available." Another like device was used to complete the procedure.